Event description:
Reportedly, during patient use, the ventilator did not recognize the power pac battery upon disconnecting the unit from the ac power source. An error message occurred. The patient was manually ventilated while being transferred to another ventilator. There were no adverse patient effects reported.

Manufacturer narrative:
Although requested, patient information was not provided.